Manufacturer narrative:
Act button did not respond due to corroded keypad trace during failure analysis. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was intermittently responsive on the insulin pump. The customer noted the issue while changing the infusion set. Customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported a crack present near the battery compartment and display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.